Manufacturer narrative:
UDI: (B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The device was not returned to edwards for evaluation since it remains implanted. Based on the information received, the root cause of the event cannot be determined. However, there is no information indication there was any device malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. If additional information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that patient developed a heart block and required ppm five days after implantation of a 19mm pericardial aortic valve. The patient initially presented with non-rheumatic aortic valve stenosis and underwent a tavr procedure which was complicated by an aortic root hematoma and vsd. The sternum was emergently opened and the transcatheter valve was explanted. Examination revealed a tear in the membranous septum. Sutures were placed to close the vsd. A 19mm valve was implanted. Patient was transferred to cvicu in critical condition. It was noted she received a ppm on pod #5 due to heart block during post-op. The patient was discharged home on pod #15.

Manufacturer narrative:
H11 corrected data: corrected sections b3 and b4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
The b4 and g4 date submitted on the initial report is being corrected. The correct date is (B)(6) 2019.